Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Occupation: initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent total left knee arthroplasty due to osteoarthritis and pain. The patella was resurfaced. The surgeon reported no intraoperative complications. Patient was implanted with depuy knee system and competitor bone cement. On (B)(6) 2018, the patient underwent a left knee revision due to loosening, arthrofibrosis, stiffness, swelling, pain, and malrotation of components. The surgeon reported both the femoral and tibial components were moderately internally rotated. He indicated the femoral component was well-fixed though was revised. The surgeon noted the tibial component was loose and had de-bonded from the cement mantle. The patella was not revised. The patient was implanted with attune knee system and depuy cement x 2. There were no complications reported with the procedure. Doi: (B)(6) 2016, dor: (B)(6) 2018 (lt knee).